Manufacturer narrative:
H3 other text : device was discarded.

Event description:
The manufacturer received information alleging that a connector piece for connecting the hoses is somewhat too short and causes uncertainty in the connection. The initial reporter states "if the hose for home ventilation is not connected/fasten adequately, a break in the breathing support can occur with very serious consequences". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient states: "they noticed the error and switched to the correct tube." It was also stated that "the regional entity that provided this disposable product is also aware of the error". The initial reporter states the product has been discarded. At this time, no further investigation can be performed.